Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ vertigo.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) 2026. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2026. The patient reported that during the night on (B)(6) 2026, his cgm reading dropped into the low 70 mg/dl range, which led him to consume carbohydrates to address a suspected low blood sugar. No fingerstick was reported from that moment. On (B)(6) 2026 the following morning, he noted that his cgm readings were highly variable, with values increasing into the high 200 mg/dl range, to then dropping rapidly to below 100 mg/dl within a short period of time. While walking his dog later that morning, the patient experienced dizziness, shaking, and a spinning sensation in his head, along with a feeling that he was about to pass out. He was unable to continue walking and contacted his wife, who came to help him and bring him home. Suspecting ongoing low blood sugar, he consumed additional carbohydrates, including a muffin and a brownie. After consuming carbohydrates, the patient reported that his physical symptoms began to improve, and the patient eventually recovered. However, despite this improvement in how he felt the cgm readings remained low and slow to change, displaying values of approximately 77¿78 mg/dl for an extended period and did not match how the patient was feeling. During the event the patient did not perform a fingerstick glucose check and did not have a manual glucometer available to confirm the cgm readings. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications on (B)(6) 2026. No additional patient or event information is available.